Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k053529.

Event description:
On (B)(6), 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter displayed a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6), 2010. It is not known how the patient manages their diabetes or what action they took at the time of the alleged issue. A month after the alleged issue begun, the reporter claimed the patient felt symptoms of sweating and was disoriented. The reporter denied the patient received medical treatment. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. Replacement products were sent to the patient. It is not known how the patient manages their diabetes or if he continued to test his blood glucose on another device; however, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.